Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited noise, which lead to inappropriate mode switches. The noise was able to be reproduced with isometrics. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).